Event description:
It was reported while using bd eclipse¿ needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: the needle broke during puncture.

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Upon visual evaluation, a broken needle can be observed on the patient's skin, therefore the incident is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Physical sample is required to further analyze. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd eclipse¿ needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: the needle broke during puncture.

Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.